Event description:
It was reported that during a lap low anterior resection, the device could not be fired on the rectum at the 1st stroke of the 1st firing. The device was released and another device was used to complete the case. Reinforcement material was not used. The doctor had checked that the cartridge had been loaded properly before firing. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Incorrect cartridge size. The analysis results showed that one sc60a device was returned with no visual non-conformances and with a 45 mm reload present. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60mm IFU. The device was tested for functionality in the articulated position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.